Event description:
This case was reported by a consumer and described the occurrence of arm fracture in an (B)(6) female patient who received super poligrip original denture adhesive cream (formulation (B)(4)) and super poligrip ultra fresh denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip original and super poligrip ultra fresh denture adhesive creams twice daily. At an unk time after starting super poligrip original and super poligrip ultra fresh denture adhesive creams. The patient experienced dizziness, fell and broke her arm. The patient lodged a pharmaceutical product complaint, stating that the super poligrip's become watery when she takes her dentures out. The patient also stated that the products do not hold her dentures, thus she has to reapply poligrip to her dentures at dinner time (device misuse). This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were resolved. Super poligrip is manufactured in (B)(4). The lot numbers for these products are known; however, it is unk whether the products will be returned for quality assurance testing.

Manufacturer narrative:
Additional lot #: r07444. (B)(4).